Manufacturer narrative:
Gbpo complaint no: (B)(4). Customer confirmed that this was a clean needlestick, there was no defect and it was user error. The plastic cover on the backend needle was removed by the employee and then the employee picked up the backend of the sbcs and stuck herself. The complaint is not justified.

Event description:
Customer states employee picked up the backend of the blood safety collection set that had come apart from the tubing, she did not realize there was a need under the gray cover and stuck herself with the needle. Customer answered no to all exposure questions.